Event description:
It was reported that (1) device was used during a resection. It was reported by the affiliate that after opening the box of tlc55, placing instrument and ready to fire, the instrument was locked (new out of package and not been fired). Another tlc55 was used to complete the case. There was no consequence to the pt.